Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "implantation of lens upside down" (malposition of device [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens (iol) was implanted upside down. The iol was loaded upside down. The surgeon reported that he is not planning on repositioning the iol. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 03/01/2010 and 03/16/2010 by fax and email. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).